Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she had a tampon with no string and did not notice until after she inserted the tampon. She was unable to remove the tampon herself but her daughter was able to manually remove the tampon for her. She did not seek medical assistance. She reported half of the tampons in the box were missing the string.